Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress. Plaintiff alleges developing a latex allergy.